Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 18, 2018. This is 1 of 2 follow-up med-watches being submitted as same patient were involved in this event for same product but different lot numbers. See follow-up medwatch- 8041154-2020-00024. The same patient is represented in each medwatch. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab tough strips 20s USA 381370044086 8137004408usa. Lot # is 3228b. UDI # is (B)(4). Upc = (01)381370044086. Expiration date= na. Lot number = 3228b. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). This is 1 of 4 med-watches being submitted as same patient were involved in this event for same product but different lot numbers or unknown lot numbers. See medwatch 8041154-2020-00022; 8041154-2020-00023; 8041154-2020-00024. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with bab tough strips. The consumer used the products on 07-jul-2020 for a cut on her chest and after wearing the bandages for several minutes, her skin started itching. She removed the product immediately. The next day she had an inflamed, itchy rash from wear the adhesive touched her skin. After a few days she had to see a dermatologist because the rash would go away. The health care professional prescribed a triamcinolone acetonide cream that has to be used three times. The consumer is still experiencing the symptoms of red rectangle rash, itchy, and inflamed skin. This is 1 of 4 med-watches being submitted as same patient were involved in this event for same product but different lot numbers or unknown lot numbers. See medwatch 8041154-2020-00022; 8041154-2020-00023; 8041154-2020-00024. The same patient is represented in each medwatch.